Event description:
Territory manager reported hypoglycemic event. Customer was treated by physician. The blood glucose reading was 356 mg/dl. Customer spit out glucose gel. Retested the blood glucose reading, customer was 61 mg/dl, then 91mg/dl and decreased to 80 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.